Manufacturer narrative:
The tech found the foot hi/low down valve was stuck due to contamination in the hydraulic fluid. The tech replaced the foot hi/low down valve to repair the bed.

Event description:
Info rec'd indicates the foot hi/low function is slowly drifting down.